Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager refrigerator was failed. A field service engineer (fse) confirmed the customer's report that the temperature probe wire tape had come loose and required re-taping. The issue was verified and corrected by re-taping the device. Fse logged on as cf support and opened the hardware test application, confirming that the door opened and closed properly and that the temperature readings were accurate. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es repeated storage space failures occurred on the smart remote manager and refrigerator door had been failing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.